Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during bolus deliveries. The customer reported a blood glucose (bg) level of 176 (mg/dl). A manual injection was delivered to address bg level. Troubleshooting with tandem technical support did not confirm the source of the occlusion. The customer was reminded to rotate their infusion site.